Manufacturer narrative:
The insulin pump passed displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the audio test was performed and test was failed. The customer¿s blood glucose level was 9.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.